Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for the results of our investigation. (B)(4).

Event description:
It was reported a right tkr revision surgery was performed due to right patella femoral pain. The patella was replaced during the revision surgery.